Event description:
It was reported that a dislodgement of the right ventricular (rv) lead was alleged and was able to be confirmed via diagnostic imaging. During the revision procedure, the helix of the rv lead was unable to retract. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.